Event description:
Had to stay in hospital instead of out pt because of severe sleep apnea. Also suffering severe fatigue due to poor sleep, cancer treatment and other health issues. FDA safety report ID # (B)(4).